Event description:
The valve was implanted in pt with bland-white-garland syndrome. Twenty years later, the valve required explant due to pannus. A 27mj-501 was then implanted following annular enlargement and an aortic valve replacement was also performed. The surgeon indicated this event was not valve-related; however, he would like an analysis of the valve.